Manufacturer narrative:
Evaluation summary: visual investigation: the motor controller and 70 inch cable were returned used. The motor controller has a yellow substance seated on the rear base of the assembly. The 70 inch cable has visual pinch points. Evaluation results: the motor controller was attached to an electronic test stand for a functional test. The assembly failed an under voltage test which indicates that the brake has an open circuit. Initially the assembly during testing should have posted an 8-5. The motor controller posted a 7-5 fault which failed a functional test. Engineering evaluation: engineering analysis states that the joystick failure occurred during start-up and is a failure when the functions of the device are rapidly prompted at start-up. The controller synchronization signal been corrected in a new version of the software.

Event description:
The dme dealer called and reported a product problem on behalf of the end user. The dealer states that the end user was operating the device and the joystick display indicated that the device in speed 1 or speed 2 (slower speeds). The end user states to the dealer that the device operated in speed 4 (higher speeds). The end user states that the chair ran in the faster speed and he drove wheel off a ramp. The end user does not report any injuries. The dealer states that the end user has a history of complaints lodged against this device.